Event description:
It was reported that the device was broken/damaged. Broken disk holder. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, front cover, rear case, barrel clamp, tube drive, sleeve drive, wiper seal, right iui (inter-unit interface) and lower housing. Plunger gripper recall completed. Performed unit calibration. Based on the findings, service determined that the reported issue was due to damaged/broken of the holder top disk. Device history record: a review of the device history record showed the device had a manufacture date of 12jan2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/damaged. Broken disk holder. There was no patient involvement.

Event description:
It was reported that the device was broken/damaged. Broken disk holder. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, front cover, rear case, barrel clamp, tube drive, sleeve drive, wiper seal, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 12jan2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/broken of the holder top disk 8110. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.